Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported medical event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) level rose to 260 mg/dl between 4 and 24 hours of wearing the pod. The patient was experiencing dizziness, sweating, and vomiting. On (B)(6) 2025, the patient went to the hospital and was diagnosed with diabetic ketoacidosis. As for treatment, the patient received insulin drips, potassium, and magnesium. The patient was discharged on (B)(6) 2025.